Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Note: this is the first instance of where the tubing needed to be cut. This case is related to patient identifier number (B)(6) reported under manufacturer report: 1049092-2014-00144. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Complainant reports of two (2) similar experiences where the tubing needed to be cut when discontinuing the device. The device was removed resulting in no untoward effect to the patient. Lastly, it is reported that no new device was needed.